Event description:
Caller tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which strip lot produced the discrepant result. Lots 21416721 (expiration date 10/31/2013) and 21005021 (expiration date 04/30/2013) were in use by the patient at the time of the event. The retention strips for lots 21416721 and 21005021 were tested on a retention meter. No error messages occurred and the retention strips performed as expected. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not know which strip lot produced the discrepant result. Lots 21416721 (expiration date 10/31/2013) and 21005021 (expiration date 04/30/2013) were in use by the patient at the time of the event. The retention strips for lots 21416721 and 21005021 were tested on a retention meter. No error messages occurred and the retention strips performed as expected.